Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that after a hip revision on (B)(6) 2015 in which "surgeon implanted a new [competitor shell and liner], and a biolox delta ceramic femoral head on an existing secur-fit stem. On (B)(6) 2015, patient was diagnosed with cobalt/chromium-induced tachycardia and cardiomyopathy, and continued to suffer from chronic distal polyneuropathy".

Manufacturer narrative:
Additional info: date of implant. An event regarding patient complications associated with cobalt/chrome involving an unknown securfit stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as product identification and evaluation, pre and post operative x-rays, medical records, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that after a hip revision on (B)(6) 2015 in which "surgeon implanted a new [competitor shell and liner], and a biolox delta ceramic femoral head on an existing secur-fit stem. On july 2015, patient was diagnosed with cobalt/chromium-induced tachycardia and cardiomyopathy, and continued to suffer from chronic distal polyneuropathy".